Manufacturer narrative:
Sample analysis: a visual analysis of the returned device revealed the implant detached from the delivery pusher. The implant is protruding from the distal end of the retrieval device. The coil is stretched at the middle segment. The attachment tether that holds the implant intact with the delivery pusher exhibited evidence of stretching. The remainder of the delivery pusher is normal in specification. The root cause of this complaint appears to be due to the device being exposed to a force that exceeded the maximum tensile specification of the attachment monofilament. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
During treatment of an aneurysm, the coil was deployed. However, the physician determined that it did not fit in the aneurysm well. During retraction, it was reported that the embolization coil prematurely detached. The coil was successfully retrieved using a gooseneck snare. No harm or injury was reported. On (B)(6) 2013, the patient was reported to be fine. Patient information - patient identifier, age, sex and weight are not available. The patient weight was not available.